Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: it was reported performance pull off - suture needle. Eight unopened samples of product code m8707, lot meq938 were returned for analysis. During the visual inspection of eight samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements. Representative samples returned to support investigation of 2 device issues captured in reports 2210968-2019-82333. Analysis results have been included in reports for each.

Event description:
It was reported that a patient underwent a coronary artery bypass graft on (B)(6) 2019 and suture was used. During the procedure, the surgeon was starting the anastomosis and when the surgeon was passing the needle through tissue, the suture would pop off at the swage. The procedure was completed with suture from a different lot number with no patient consequences reported. No additional information was provided.